Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had no power. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed evidence of unexplained pump reboots following a eaw 162 loss of prime warning. A visual inspection revealed battery compartment cracks in thread area and below grip pad. There was no evidence of moisture contamination observed inside the battery compartment. No battery cap or cartridge cap returned. All testing was performed with test caps. The test battery cap was able to fully tighten with no power loss. During testing, the pump powered on with to an audible tone and vibration alert indicating power to the pump, however, the display screen remained blank. The pump case was removed and no evidence of moisture was observed inside the pump. The complaint of no power was not duplicated during investigation. Unrelated to the complaint, the keypad cover was detached/missing and contamination was observed under all button contacts. The keypad functionality was unable to be verified due to the unrelated blank display issue. Also unrelated to the complaint, investigation revealed that the display screen was visibly cracked in multiple areas. A test display screen was installed and the display was fully functional. The pump was returned in a condition that prevents adequate investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional evaluation code: methods codes - (B)(4).